Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.